Event description:
It was reported that the patient died 39 days post implantation of a 23 mm sapien valve in a 21 mm perimount magna surgical valve. Although the actual cause of death is not known, transesophageal echocardiography demonstrated worsening aortic stenosis of the sapien valve. The intraoperative echocardiogram (tee) had revealed the valve had been deployed in the correct position and had resulted in no paravalvular leak (pvl). Aortic root angiography also demonstrated no evidence of pvl and excellent flow in the native coronary vessels. Gradients across the valve were measured but the data was not included in the medical records provided. The patient tolerated the procedure well without complications and was transferred to the ICU in stable condition. The patient had a post operative ef of 20%. Pod1 a repeat echocardiogram (tte) showed an av peak gradient of 29.27 mmhg (mean gradient 19.24 mmhg) with a calculated av area of 0.98 cm²; this was interpreted as mild aortic stenosis. On pod14 the patient was deemed stable enough for discharge. On pod24 the patient was re-admitted to the hospital for chf. On pod26, a repeat echocardiogram (tte) showed an av peak gradient of 44.62 mmhg (mean gradient 32 mmhg) with a calculated av area of 0.99 cm², which was interpreted as severe aortic stenosis. The patient was discharged on pod33 and did not return for his follow-up appointment.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause for the aortic stenosis cannot be confirmed but it appears that renal disease and dialysis treatments likely contributed to the event. There is no indication of any actions taken. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.